Event description:
It was reported that half of the tip of the device broke off in the pt during a bariatric laparoscopy. The tip was removed. Another device was used to complete the procedure. There was no pt injury. The device was discarded.

Manufacturer narrative:
Final device investigation found that only the broken tip of the device was returned. No functional testing could be performed. No conclusion could be made regarding what may have caused the reported event.